Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge door was not locking. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to faulty latch contacts and a loose connector. The field service engineer resolved the issue by cleaning the latch contacts, tightening the connector, and running hardware test application to confirm functionality. The system functioned as intended after the field service engineer repaired the device.